Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported the patient experienced discomfort at the ipg site. In turn, surgical intervention took place on (B)(6) 2019 during which the ipg pocket was relocated and the ipg was explanted and replaced for a full body MRI capability system. Effective therapy established post-op.